Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022 h6: investigation summary a device history record review was completed for provided material number 304000 and lot number 210828. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of these issues, one picture sample, one unpackaged needle, one shelf carton of 100 packaged needles, and one shelf carton of 45 packaged needles were returned for evaluation by our quality engineer team. Through examination of the samples, no issues were detected with the packaged needles. The unpackaged needle showed an extraneous cannula stuck onto the hub component with residual epoxy (the adhesive used to join the cannula and hub components). The extra cannula was produced during the assembly process, where the insertion of the cannula into the hub takes place through the use of a rotary feeder. As a result of some isolated issue, a cannula became detached and fell onto the affected product. Once the adhesive used was cured in the oven system, the extraneous cannula remained stuck. This type of situation is more likely to occur in smaller gauge needles due to their low weight. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10

Event description:
It was reported that the bd microlance ¿ 3 needle experienced the needle point penetrating through the shield. The following information was provided by the initial reporter: injection needle with the needle sticking out of the packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance ¿ 3 needle experienced the needle point penetrating through the shield. The following information was provided by the initial reporter: injection needle with the needle sticking out of the packaging.